Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. The reporter stated that the patient had a blood glucose (bg) of 19.3mmol/l with confusion, polyuria, polydypsia, fatigue and abdominal pain. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the patient is filling cartridge correctly. The patient did not notice the air bubbles prior to use. This report is being made due to the bg excursion the patient experienced due to an alleged site/set/cart issue.